Event description:
It was reported that the customer's blood glucose value displayed as 'low' on the continuous glucose monitor (cgm). Cause of low blood glucose was unknown. The customer consumed glucose tablets to address blood glucose. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue could not be verified.